Manufacturer narrative:
(B)(4): against resistance. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that multiple attempts were made to advance/cross the lesion when resistance was met and a dissection occurred. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, remove the entire system as a single unit. It is possible that the reported IFU deviation contributed to the reported patient effects.

Event description:
It was reported that during the procedure in the heavily calcified, concentric, 95% stenosed distal right coronary artery, multiple attempts were made to advance a 2.25x18 xience v stent delivery system including use of a buddy guide wire and multiple predilatations. Ultimately a dissection occurred. A 2.25x22 non-abbott stent was deployed for successful treatment of the dissection. Although there was no adverse patient sequela, there was a clinically significant delay in the procedure. No additional information was provided.